Manufacturer narrative:
Monitor sn (B)(4) was returned to the distributor. The distributor downloaded the software flag files for zoll manufacturing to review, in accordance with procedures recommended by zoll manufacturing. The distributor did not indicate a product malfunction. ¿ zoll manufacturing evaluated the downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. During the incoming functional testing at the distributor, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. The electrode belt has not been recovered. The device flag data from the last download (04/05/2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date monitor 12/30/2015. Belt 11/10/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. It was reported that the patient was not wearing the lifevest at the time of passing on (B)(6) 2020. Review of the download data indicates the patient received one inappropriate treatment in response to oversensing of low amplitude cardiac signal on the night of (B)(6) 2020. The response buttons were not pressed during the event. Per the continuous ECG recording, the patient was in bradycardia at 20 bpm, degrading to asystole with intermittent cardiac activity from 22:32:42 to 22:32:45 on (B)(6) 2020. The patient received the inappropriate treatment at 22:34:44. The patient's rhythm at the time of the treatment and post-shock rhythm were asystole. The patient was in severe bradycardia at 10 bpm, which degraded to asystole with CPR/motion artifact. The electrode belt was disconnected at 23:39:53. It was not reported who disconnected the electrode belt. The patient was not wearing the lifevest at the time of passing on (B)(6) 2020.